Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity and moderate calcification. A 2.75x12mm nc trek balloon dilatation catheter (bdc) was advanced without any resistance, inflated to 16 atmospheres and used for post-dilatation. However, after deflation of the balloon it was noted that the balloon refolded and interacted with the guide wire. Therefore, the bdc and guide wire were removed as a single unit. Reportedly, there was difficulty removing the protective sheath and the device was not soaked or prepped outside the anatomy prior to use. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was not confirmed. The reported difficulty removing the protective sheath was not tested/confirmed due to the protective sheath not being returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that nc trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.